Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified issue and rechecked all alignments on hybrid arm, then cleaned and lubricated it. Fse found that the wash probes were not all aligned correctly and that wash probe 3 was loose. Fse re-aligned all wash probes, ran a decontamination on wash system, cleaned out b/f table and main incubator. On (B)(6) 2015, fse ran folate controls with good acceptable results. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash probe alignment.

Event description:
On (B)(6) 2015, a customer reported error 2151, hybrid arm cup transfer error with their aia-2000st analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.